Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the clinical observations. Efforts to obtain additional details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting decreased impedance measurements and an out of range measurement triggered the lead safety switch (lss) on the associated device. Additionally, noise was observed and unipolar threshold measurements were high. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently removed from service and surgically abandoned. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.